Event description:
A surgeon reported following an intraocular lens (iol) implant procedure, a patient is unhappy. The surgeon is not planning a lens exchange. Additional information was received from the surgeon stating the patient is experiencing residual myopia and astigmatism. The patient experienced cystoid macular edema and was treated with drops.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided which indicated a cartridge was used but specific type was not provided with the viscoelastic; however, this viscoelastic is not qualified for use with this lens model. The lens model is approved for use with approved cartridges only. Not enough information was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax and mail. A completed questionnaire was received on 02/13/2015. (B)(4).